Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 liter empty bag had a pin sized hole and was leaking. This occurred during infusion. The reporter stated that the hole was located where the expiration date was printed. There was no patient injury or medical intervention associated with this event. No additional information is available.